Event description:
This is the first MDR submitted for the first suspect product. A physician reportred a pt who was skin tested in 5/98 with negative results and treated with two formulations of collagen in 7/98 into the glabella, nasolabial and perioral areas. In 9/98, the pt developed granulomas and inflammatory symptoms at the glabella and left nasolabial. In 9/98, the physician prescribed cryotherapy and intralesional triamcinolone, which were not effective. The symptoms were considered product related.